Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected during ablation procedure. When sheath was inserted into the body and dilator was removed to perform the aspiration using syringe, air was noted in the syringe and then tube. Air was drawn and the issue persisted despite repeated aspiration attempts. Procedure completed with another same device. No patient complication was reported. The device is not expected to return for analysis as it was discarded.